Event description:
Patient reports since using vitaligners the patient had two crowns come loose/fall out and also had two fillings in the teeth fractures from wearing the aligners among a few other issues such as sensitivity and jaw discomfort.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports since using aligners the patient had two crowns come loose/fall out and also had two fillings in the teeth fractures from wearing the aligners among a few other issues such as sensitivity and jaw discomfort.

Manufacturer narrative:
There was a typo in b5 in the intial report. B5 has been corrected without the typo in this report.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.